Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer cord was damage and cause sparking and smoking. A field service engineer (fse) logged into the desktop, unplugged the old label printer, and replaced it with a spare. All settings were configured and the device was rebooted. The customer then logged into the application and successfully printed a label. All tests were completed and passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the zebra printer power cord began sparking and smoking. The device was disconnected immediately, and the customer requested a replacement cord. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.